Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there sensors are not working and do not adhere to the skin. The customer's blood glucose reading was 508 mg/dl and sensor glucose was over 400 mg/dl at the time of incident. Customer's blood glucose at the time of the call was 310 mg/dl. The customer was advised to change out their set and reservoir and treat per their doctor's instructions. Customer was advised to monitor the pump and to call back for further assistance if necessary.